Manufacturer narrative:
Medical devices: product ID 3889-28, lot# va0enlt, implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported the patient was having an issue with their lead shifting up their back. The patient can feel the wire and can push it from the outside. The patient stated that they knew where the wires were supposed to be. It was said to be almost like a burning/aching sensation. The patient was redirected to follow up with their healthcare provider to evaluate and resolve the symptoms. No further complications were reported as a result of this event.